Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed on 06 dec 2019 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 sep 2018.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent bilateral knee replacements. Depuy components were used with depuy cement x2 total for each knee. On (B)(6) 2021, the patient had a revision all components to address failed right total knee replacement due to depuy attune tibial loosening. The loosening occurred at the tibial tray/cement interfaced. The femur was noted to be well fixed, there was no allegations of deficiency for the tibial insert, but both components were revised. The patella was not revised. Competitor components were inserted during this procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2021; (right knee).